Event description:
It was reported that during preparation of a holep procedure, the first fiber connector broke off when plugged in. A second fiber was attached and connected correctly, however, when beginning the procedure there was a loud bang and the fiber broke in the middle and sparked leaving a burn mark on the table cover. The fiber was exchanged and a third fiber was used to complete the procedure with no patient complications. This report is for the second fiber.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone, MFR contact first and last name, MFR email address, h6 evaluation conclusion code.

Event description:
It was reported that during preparation of a holep procedure, the first fiber connector broke off when plugged in. A second fiber was attached and connected correctly, however, when beginning the procedure there was a loud bang and the fiber broke in the middle and sparked leaving a burn mark on the table cover. The fiber was exchanged and a third fiber was used to complete the procedure with no patient complications. This report is for the second fiber.